Manufacturer narrative:
The device quality and manufacturing history records have been checked for all available lot numbers. The device history file has been checked and found to be according to our specification valid at the time of production. No similar incidents have been filed with products from these batches. Therefore we exclude a product related error in this case.

Manufacturer narrative:
Exemption number: e2014018. Manufacturing site evaluation: evaluation on-going. Device not returned.

Event description:
Country of complaint: (B)(6). It was reported that three (3) weeks post operative surgery there was a bacteria skin infection (erysipelas) found on the left lower limb. All med watch submissions related to this report are: 9610612-2017-00360, 9610612-2017-00362, 9610612-2017-00363.